Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.